Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities permeability test: the test showed that the shunt assistant is permeable. Computer control test: the computer controlled test showed the opening pressure of the shunt assistant, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 15.29 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. An applied pressure of 20 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 20 cmh2o +4/-2 cmh2o. Additional testing did not significantly change the results. According to our results, we determine a presence of an accelerated outflow. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in shunt assistant. Results: based on our investigation results, we can identify an accelerated outflow at the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a shunt assistant (part # (B)(4)) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 85 centimeters (cm), weight: (B)(6) (kg), gender: unknown. Same event as medwatch #: 3004721439-2021-00361.